Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of separated guide wire from pt. Device issue: guide wire separation. It was reported that while attempting to position a coronary sinus (cs) lead and wires during bi-ventricular upgrade, the ironman was advanced via the guide catheter. The guide wire tip became coiled in the cs and as the guide wire was retracted, the tip became coiled around the cs lead and the guide wire tip became separated. The guide wire tip was subsequently snared and removed from the pt. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. The device was not returned; therefore, no root cause could be determined. From the incident info, the issue appears to be related to circumstances during the procedure and not a quality related issue with the guide wire (gw). The ironman gw is not indicated for placement of leads in the venous system. The case details suggest that the gw wrapping the lead which likely stressed the gw beyond the design limits of the gw. Mer was received. Please see the attached report.